Manufacturer narrative:
Sc-1132, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg and leads were rubbing on sciatic nerve and causing increased pain. It was also noted that the scs was no longer working. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16667029 / 16688706, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 2000006221, model/catalog description:linear 3-6 lead 70 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg and leads were rubbing on sciatic nerve and causing increased pain. It was also noted that the scs was no longer working. The patient underwent an explant procedure. No further information could be obtained.